Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and dark peritoneal effluent fluid, which required antibiotic therapy and the addition of heparin to the patient¿s nightly ccpd prescription. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established, however it was reportedly unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) has been utilizing heparin nightly since being diagnosed with peritonitis two weeks ago. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and ¿dark¿ peritoneal effluent fluid during drain # 1. A peritoneal effluent fluid culture and cell count (wbc = 351 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with vancomycin and cefepime (dosages, routes, frequencies, durations not provided). The patient¿s peritoneal effluent culture returned negative for growth, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however it was reportedly unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues and is recovering from the serious adverse events. Follow-up peritoneal effluent fluid cultures returned negative for growth, and the repeat cell count revealed the wbc count had dropped to 22 mm3.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) has been utilizing heparin nightly since being diagnosed with peritonitis two weeks ago. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and ¿dark¿ peritoneal effluent fluid during drain # 1. A peritoneal effluent fluid culture and cell count (wbc = 351 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with vancomycin and cefepime (dosages, routes, frequencies, durations not provided). The patient¿s peritoneal effluent culture returned negative for growth, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however it was reportedly unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues and is recovering from the serious adverse events. Follow-up peritoneal effluent fluid cultures returned negative for growth, and the repeat cell count revealed the wbc count had dropped to 22 mm3.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.